Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 300cc gel, catalog: 3543007, lot: 55749r. (B)(4)

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 300cc gel breast prostheses. Bilateral leakage and capsular contracture grade iii on the left and grade IV on the right were reported. As a result, the patient underwent removal and replacement with unknown breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 6/26/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient underwent bilateral removal and replacement with (left) mentor memorygel breast implant 350cc gel catalog: 3503504bc, lot: 7578252, sn: (B)(4) and (right) mentor memorygel breast implant 350cc gel catalog: 3503504bc, lot: 7569149, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/26/2018, mentor became aware that the patient also experienced cutaneous contour deformity. On 7/23/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date field has been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the gel contained in the device appears turbid. Brown material was observed within the device. Brown material and gel was observed on the shell surface. Upon receipt the device was severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were found. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).